Manufacturer narrative:
Per manufacturer's investigation results: during the technical investigation of the returned product, the fault description provided by the customer was not confirmed and no further defects were found. As described in the IFU, the screen switches to standby mode after 10 minutes. Therefore, the product complies with the specifications and the cause can be attributed to improper use. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported the device intermittently gets stuck and freezes on the blue karl storz screen. Intubation was completed with a delay of about 2 minutes. No negative impact in state of health reported.

Manufacturer narrative:
The investigation is not yet completed; investigation results are pending. This event is filed under internal complaint ID (B)(4).